Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6.2 cm abdominal aortic aneurysm. The vessels were calcified and tortuous throughout. Due to the calcification, the right iliac had 8x40 and 10x40 stents luminexx/wall stents implanted previously. The talent bifurcated stent graft was implanted without complications via the left side. During cannulating the contralateral gate, no dilator was able to get up the right side due to the iliac stents. The decision was made to convert the pt to an aui using a talent converter. An amplatzer 22 plug was used to occlude the right side followed by a fem-fem bypass. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Severely tortuous and calcified vessels; previously implanted stents.